Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that batteries were replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the site was experiencing a drop in battery charge when transporting the system. There was no patient present at the time of the issue.